Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 7 months post-implant of a 26 mm sapien 3 valve in the aortic valve in a conduit, the valve failed. Additional information was received from the fcs stating that there is no allegation of early degeneration of the initially implanted 26 mm s3 valve. The patient existing aortic conduit had an acute rupture above the valve. The operator had to stent the conduit to contain the rupture. The pre-stent "obliterated" the initial 26 mm s3 valve and needing implantation of a new 23 mm s3 valve. The 23 mm s3 valve was successfully implanted in the pre-stented conduit. There was no report of patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: pre-deployed coronary stent appeared to be placed within pre-existing s3 valve. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints was confirmed based on medical record and/or imagery provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 3 years and 7 months post-implant of a 26 mm sapien 3 valve in the aortic valve in a conduit, the valve failed. Additional information was received from the fcs stating that there is no allegation of early degeneration of the initially implanted 26 mm s3 valve. The patient existing aortic conduit had an acute rupture above the valve. The operator had to stent the conduit to contain the rupture. The pre-stent ''obliterated'' the initial 26 mm s3 valve and needing implantation of a new 23 mm s3 valve.'' Per imagery, a coronary stent was placed within the pre-existing s3 valve to contain a rupture. As the coronary stent was deployed, the interaction covered the pre-existing valve, and a replacement valve was needed as reported. As such, available information suggests that procedural factors (intended of implant coronary stent) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.